Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump¿s display screen cracked after it was accidentally knocked off its charger by the user¿s child, resulting in the user being unable to unlock or operate the device; the device was scheduled for replacement and the user was advised on shutdown steps and the interim action plan, including continued cgm use and data sync prior to return. Symptoms included no reported injury, hypoglycemia, hyperglycemia, or other adverse clinical effects. Outcomes included no medical intervention, no emergency care, and no hospitalization, with therapy temporarily impacted due to loss of device operability. Investigation included collection of incident details and photographs, verification of shipping and return logistics, and planning for device return. Investigation of this device revealed a mechanical screen damage consistent with external physical impact, with the affected component identified as the display assembly and the problem categorized as screen broken or cracked; no device-generated alerts or alarms were reported. It was concluded, based on previously established findings for similar reports, that the cause was external physical damage unrelated to product malfunction.